Event description:
Presented to ER w/ worsening pvad dl pneumatic tube leak, pt. Self-wrapped leak site with tape, but leak continues. Perfusionist rewrapped leak site w/ medical tape. Admitted, to replace lvad when inr lower, pump works, hemodynamics maintained.